Event description:
It was reported the device reached elective replacement indicator and has possible early battery depletion. The device also had no atrial sensing and high pacing outputs for the left ventricular and right ventricular leads. It was noted that the pre-arrhythmia electrogram was on for an unknown reason and duration. Also, the physician noted the patient historically had lack of atrial sensing, although the physician thought it was due to sinus node dysfunction, rather than a problem with the atrial lead. It was not possible to sense any atrial activity with the right atrial (ra) lead and capture could not be determined on the surface electrocardiogram. It was noted the impedance on the ra lead was normal and stable. The ra lead remains in use and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity.